Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. Evaluation of the patient¿s cls confirmed migration of the cls from a vertical to horizontal position. An abdominal binder was utilized but the reported pain persisted. A revision procedure was performed to reposition the cls and resolve the reported event.